Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent placement problem occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified mid left anterior descending (lad) artery. A 3.00x32 synergy¿ stent was advanced to treat the lesion. However, before dilatation, the proximal side of the mounted stent was found to be placed apart to the marker which is usually mounted in the middle between the marker. It was suspected that the position of the mounted stent got shifted and the stent was placed to distal side slightly, but not as much as the proximal side. The physician then checked the length of the stent through intravascular ultrasound (ivus) after deployment and revealed that the length of the stent was 32mm. The stent did not shortened but well apposed and did fully covered the lesion. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the stent. The stent had been deployed during procedure and therefore was not returned with the device for analysis. The stent¿s position shifted distally on the balloon as could be seen on the cineangiocardiogram photo provided by the customer. A review of the manufacturing records found the stent was positioned correctly between markerbands. Therefore, stent movement may have occurred during attempts to cross a tortuous lesion or during removal of the stent protector at preparation. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent placement problem occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified mid left anterior descending (lad) artery. A 3.00x32 synergy stent was advanced to treat the lesion. However, before dilatation, the proximal side of the mounted stent was found to be placed apart to the marker which is usually mounted in the middle between the marker. It was suspected that the position of the mounted stent got shifted and the stent was placed to distal side slightly, but not as much as the proximal side. The physician then checked the length of the stent through intravascular ultrasound (ivus) after deployment and revealed that the length of the stent was 32mm. The stent did not shortened but well apposed and did fully covered the lesion. The procedure was completed with this device. No patient complications were reported and the patient's status was good.